Manufacturer narrative:
Physio-control performed a clinical evaluation of the reported event and determined that the device use may have contributed to the death of the patient. Physio-control evaluated the device and was unable to duplicate the reported device issue. Proper device operation was observed through functional and performance testing. The customer received a replacement device.the defibrillation electrodes that were used during the reported event had been disposed of and were not available for evaluation.

Event description:
The customer reported that during a patient event, after their device was connected to the patient with the defibrillation electrodes, the device continued to prompt "connect electrodes". The connect electrodes prompt is an indication that the device does not recognize a patient connection. The patient's cardiac arrest was witnessed and the patient was down for approximately 5 to 10 minutes prior to ems arrival. Following the reported device issue where the patient was not recognized, a backup ems crew arrived with another defibrillator/monitor (philips brand). The backup device was connected to the patient and the patient received one defibrillation shock. Additional event details have not been made available. The patient did not survive the reported event.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation on the electronic patient record; however no device evaluation has taken place. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.